Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and loss of capture on the left ventricular (lv) channel. The crt-d was reprogrammed and remains implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that high out of range pacing impedance measurements of greater than 2000 ohms and loss of capture were still being observed on the left ventricular (lv) channel. Surgical intervention was performed and the lv lead was found to be fractured near the distal end of the attached suture sleeve at the vein insertion site. The clinical observations in this event were believed to be due to the fracture. The lv lead was abandoned and the cardiac resynchronization therapy defibrillator (crt-d) continues to remain in service with a new lv lead. No additional adverse patient effects were reported.